Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen IV (crrs 4) on the galileo. The patient has a known anti-kell.

Manufacturer narrative:
Confirmed the reactivity of the k antigen on retention capture-r ready screen 4 (crrs4) lot k263 using anti-k lot qc1 (1:256 dilution). The customer did not have any sample left for further serological testing.